Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that measurements from this lead were illustrating high shock impedance values. The physician reportedly replaced the lead due to a probable malfunction; however, the lead was not returned at the time of the procedure, in 2017. The lead has since been recovered and is expected to be returned for analysis and disposal. No adverse patient effects have been reported.

Event description:
It was reported that measurements from this lead were illustrating high shock impedance values. The physician reportedly replaced the lead due to a probable malfunction; however, the lead was not returned at the time of the procedure, in 2017. The lead has since been recovered and returned for analysis and disposal. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the lead had been severed into three segments; all segments returned. Competitor marks were noted on the terminal pins, 3 on each. Cuts in the insulation at the suture sleeve tie down site, blood and/or body fluid in the lumens and helix housing, as well as entwined calcification tissue on the helix, were all observed visually. Calcification was covering most of the distal spring electrode and on a few locations on the lead body itself. Testing was completed to assess the lead segments, electrical performance. Measurements throughout these tests were within normal limits. No further electrical testing was performed. Laboratory analysis confirmed high shock impedance measurements; root cause being calcification build up on the lead. Calcification is known to create a non conductive barrier between the heart and lead shocking coil, thereby gradually increasing the impedances seen by the device over time as the calcification built up.